Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt has a dbs system for treatment of dystonia. The device was originally placed in (B) (6) 2007. The pt has had great benefit but has had the right side device removed 4 times due to infection. No other info was provided. This report is submitted for infection event 4 of 4.